Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user went to the clinic for a routine mapping and changes in telemetry were detected. Re-implantation is considered.

Manufacturer narrative:
Conclusions: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding.

Event description:
The user went to the clinic for a routine mapping and changes in telemetry were detected. The user has been re-implanted on (B)(6) 2023.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user went to the clinic for a routine mapping and changes in telemetry were detected. Re-implantation is considered, but no date has been set yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user went to the clinic for a routine mapping and changes in telemetry were detected. The user has been re-implanted on (B)(6) 2023.